Manufacturer narrative:
The device was returned to shockwave for investigation. The catheter demonstrated kinks along its length. The distal portion of the catheter was confirmed to have separated from the catheter main body. The separated components (distal portion of balloon, inner member and marker band) were not returned. Review of the product labeling indicates that the lithotripsy treatment pressure (4atm), nominal balloon pressure/ post-treatment angioplasty pressure (6 atm) and rated burst pressure(10atm) are listed on the instructions for use and product labeling. The IFU has a warning not to exceed the rated burst pressure. The IFU has a specific step to deflate the device prior to removing the catheter. The product labeling is considered adequate as it lists the relevant treatment steps and warnings. Review of the manufacturing and test documentation does not reveal any issues with manufacturing of the device. The device passed all acceptance criteria prior to being released for distribution. Review of complaint narrative indicates that the shockwave representative present at the case advised the operating physician not to overinflate.

Event description:
This post-market report describes an event involving a shockwave medical m5 peripheral catheter used in (B)(6) hospital ((B)(6)). A proximal sfa/vein graft lesion was treated with 10 cycles of ivl therapy and was still severely stenosed. During the final inflation, the operator inflated the balloon to 18 atm. The shockwave rep advised the physician to not take the balloon to such high pressure and suggested a focal high pressure balloon as an alternate device to treat the residual stenosis. Shockwave's peripheral ivl catheter's rated burst pressure is 10 atm. The physician continued to inflate the balloon which perforated the vessel. Per available information, the perforation was resolved by performing balloon tamponade. Subsequently the balloon was pulled back through the tight acute stenosis. However, the balloon was not fully deflated during withdrawal which caused the distal portion of catheter to separate. After hours of trying to retrieve the broken piece of catheter unsuccessfully vascular surgery was called to bring the patient to the or. Per information provided, the patient was doing well and was discharged on (B)(6) 2021.